Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the unit displayed no endoscopic image and experienced intermittent image issues during an unknown procedure involving an olympus xenon light source. The procedure was completed using a backup device. There were no reports of patient harm.